Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.017; lot: l057785; manufacturing site: bettlach; release to warehouse date: september 09, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluation: damage: visual (appearance not as expected) visual inspection: upon visual inspection, it was observed that the insertion guide sleeve had notable deformation. On the flattened side of the shaft where there are no threads, an approximately 3 cm impression was noted. An approximately 1 cm impression was noted on the distal end of the flattened side of the shaft as well. Scratches were noted collinear to the impression on the distal end of the guide sleeve. The received condition was determined to agree with the complaint condition as significant damage was observed on the helical blade inserter. Dimensional inspection: due to post-manufacturing deformation, dimensional analysis was unable to be conducted. During the document/specification review drawings reflecting the current and manufactured revision were reviewed. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. As the received condition was determined to agree with the complaint description, this complaint is confirmed investigation conclusion: the complaint condition was confirmed as the guide sleeve (03.037.017, l057785) was determined to be damaged through visual inspection. No new product design issues or manufacturing discrepancies were identified during this investigation. Based upon the investigation findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID also reported as (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the insertion of a helical blade on (B)(6) 2018, the blade bound up on the nail due to the outer insertion guide sleeve being bent/damaged. The blade needed to be removed, causing the helical blade inserter to become damaged. A lag screw was then inserted with some level of difficulty due to the helical blade being inserted first. Procedure was successfully completed with a surgical delay of twenty (20) minutes. Patient status is unknown. Concomitant devices: helical blade (part: unknown, lot: unknown, quantity: 1), nail (part: unknown, lot: unknown, quantity: 1), lag screw (part: unknown, lot: unknown, quantity: 1). This report is for a blade/screw guide sleeve. This is report 1 of 1 for (B)(4).